Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient went to the ER (emergency room) via ambulance with hypoglycemia. The patient's blood glucose levels dropped to 21 mg/dl while wearing the pod longer than 48 hours. Symptoms reported include feeling very lethargic. And vomiting the patient was treated placed on an intravenous therapy of fluids and given orange juice. The patient was released the following day. The pod was removed at the hospital. The patient was released the a few hours later.